Event description:
It was reported that the patient was presented in clinic for routine follow-up. Upon reviewing the electrograms, it showed ventricular events displayed on the atrial channel. A chest x-ray confirmed the atrial lead had dislodged. The device was programmed to vvir.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.